Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip jumping noted during return device analysis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however the clip would not open during positioning. The cds was removed and replaced with a new one. The mr was reduced to less than 1. There was no clinically significant delay in the procedure and no adverse patient effects. Return device analysis noted clip jumping. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated. The device analysis indicated that the clip was difficult to open from the fully closed position. Initially upon opening the clip, the clip jumped open to 60-80 degrees. With standard troubleshooting, the clip was able to open to invert smoothly with no issues. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the clip actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.